Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia. During the extraction procedure, it was noted the helix of the his bundle (right ventricular) (rv) lead may be deformed. The lead and implantable pulse generator (ipg) were explanted. No further patient complications have been reported as a result of this event.